Event description:
It was reported that during a da vinci si prostatectomy procedure the jaws of a fenestrated bipolar forceps instrument are disaligned. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .066 offset at the tip. The bent grip doesn't exhibit separation of the yaw pulley and pulley cover at the glue joint; however the likely cause of bending remains overloading at the instrument's tip. Failure analysis concluded the damage may be due to mishandling / misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .052 - .055 in length and some scratches were axially aligned with the tube and some were not. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.